Event description:
During paracentesis, catheter was cut by needle while it was being withdrawn. Catheter was retained in abdomen. Taken to surgery for laparoscopy to remove catheter. Approx 6" piece of catheter was removed.